Event description:
On 5/5/2022, it was reported by a sales representative via email that an ar-8692ds viper end bent and the suturetapes could not be passed thought the patients plantar plate properly. After a few unsuccessful attempts, surgeon opened another kit and was able to complete the case. This was discovered during a plantar plate repair procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed based on the customer provided photo, which displays the viper. The end appears to be angled as required per the drawing. Without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.